Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the no vessel damage was noted due to the resistance during removal. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. In this case, based on the reported information provided, resistance encountered during removal was circumstantial due to the reported difficulties experienced. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The patient effect of pseudoaneurysm is listed in the proglide IFU as a potential complication associated with the use of suture-mediated closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a proglide device after a left heart catheterization procedure using a 6f sheath. Reportedly, no resistance was felt upon advancement of the device. Blood flow was confirmed, needles were engaged; however, no suture was present when the plunger was removed. The lever was collapsed to withdrawal the footplate to remove the device. Fluoroscopy showed that the foot had not collapsed. A vascular surgeon was called for backup. The device was attempted to be removed with inversed angular movement and once removed it was noted that the footplate was not entirely collapsed. No vessel damage was noted due to the resistance during removal. Manual compression was used to achieve hemostasis. It was later noted the patient had developed a pseudoaneurysm. Thrombin injection was given which successfully resolved the issue. There was prolonged hospitalization as the patient was admitted due to the pseudoaneurysm. No additional information was provided.